Manufacturer narrative:
Photo analysis:visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed.no further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, implant rupture. And capsular contracture, baker grade IV. Diagnosed by sonography and MRI. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Physician reported implant rupture and capsular contracture - baker grade IV. Diagnosed by sonography and MRI. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as unidentified (tear) (shell thickness was within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are.

Event description:
Physician reported, implant rupture. And capsular contracture, baker grade IV. Diagnosed by sonography and MRI. Device has been explanted and replaced. This relates to the left side.